Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a procedure, was found that the debris shield and the fiber were damaged, as the near end of the fiber was blackened. There were no patient complications, however the event could not be completed. The patient was under general anesthesia this event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that during a procedure, was found that the debris shield and the fiber were damaged. There were no patient complications, however the event could not be completed. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that during a procedure, was found that the debris shield and the fiber were damaged, as the near end of the fiber was blackened. There were no patient complications, however the event could not be completed. The patient was under general anesthesia. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.